Manufacturer narrative:
No patient information was provided. No sample collection or preparation information was provided. No qc, system performance, or calibration information was provided. Service was not dispatched for this event as the customer was not questioning instrument performance. A definitive root cause for this event could not be determined.

Event description:
A customer was contacted by beckman coulter, inc. (Bci) regarding accutni assay performance and reported some occurrences of false positive troponin (accutni) results generated by access 2 immunoassay system for unknown number of patient samples. The erroneous results were not reported out of the laboratory. Repeat analysis produced results within the normal reference range. There was no instance of death, injury, serious medical deterioration, or inappropriate medical treatment due to the event.